Manufacturer narrative:
Corrected fields is h6 medical device problem code and component.

Event description:
N/a.

Manufacturer narrative:
Corrected fields:d10-concommitant, e1-event site telephone, e1-event site address. Updated fields: b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) & h11. Event summary & root cause evaluation:it was reported through the emergency support program (esp) that during use, the cs300 intra aortic balloon pump (iabp) had augmentation below limit set alarm, leak in iab circuit. There was no harm or injury reported. Tyler, an ICU nurse called for assistance with an intermittent augmentation alarm. Esp personal explained the nature of the alarm and had tyler set the alarm limit appropriately. Tyler had several other questions about augmentation and hemodynamics which esp personal answered to his satisfaction. Esp personal sent over several resources to him via text as he is new to counterpulsation therapy. He was very appreciative of the support. Tyler called back several hours later for assistance with a leak in iab circuit alarm. He said he just hit the start button and it started working again. Esp personal had tyler verify all cables and connections were secure and appropriate and that there was no blood in the helium tubing. Esp personal reviewed the proper way to troubleshoot this alarm, had him perform a fill and press start. Tyler and verified understanding of the troubleshooting steps. He reported that the patient was ventilated with a peep of 8. Esp personal explained the nature of the alarm and that it was likely triggered by a rise in intrathoracic pressure due to the high peep. Tyler was appreciative of the support and has esp contact information should he have any further questions.based on the information provided, esp personal reviewed the proper way to troubleshoot this alarm, had him perform a fill and press start. Tyler reported that the patient was ventilated with a peep of 8. Esp personal explained the nature of the alarm and that it was likely triggered by a rise in intrathoracic pressure due to the high peep. However, since no part was replaced or returned for evaluation, the root cause could not be determined.rapid gas loss when there is 5 cc's loss over 2 consecutive cycles (i.e., 2.5 cc's loss beat to beat). In cases with no confirmed presence of leaks in iab, iabp issues, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the alarms can be mitigated by performing a manual iab fill.when gas rapid gas loss / gas loss in iab circuit alarms are not attributed to the above conditions, the most probable cause is anticipated procedural complications, stemming from the patient¿s underlying clinical and /or anatomical condition.

Event description:
N/a

Manufacturer narrative:
Corrected field is h6 component code.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had leak in iab circuit alarm and intermittent augmentation alarm. There was no harm or injury reported.